Event description:
Staff responded to pt yelling for "(B)(6)" her sister. She was on the floor, belly crawling towards hall. Staff immediately assessed pt for injury, none noted, assisted x2 back to bed, neuro checks intact, able to follow directions like baseline (confused but able to answer questions after prompting), vital signs within defined limits. All alarms were active and audible, cord had detached from wall buzzer and it did not alarm as it was supposed to. Staff attempted to replace and test alarm several times, it was not secure and came out without alarming.